Manufacturer narrative:
Investigation summary: no samples / photos were sent by the customer not being possible performing an investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: the manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available.

Event description:
It was reported that before use of the syringe plastipak 5ml s/su the stopper was bent making it impossible to use. The following information was provided by the initial reporter, translated from portuguese to english: in the moment of using the syringe, it was notice inside the hadling room that the stopper was bent, making it impossible to use.